Event description:
Customer was hospitalized due to dka. Customer mentioned headaches and body fatigue lead up to the hospitalization. Customer was not able to complete the troubleshooting during call and was sent a tubing clamp. Customer was advised to call back to complete the troubleshooting.